Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 458 mg/dl at the time of call. The customer's mother stated that the high blood glucose started around 300 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection and with the insulin pump. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.